Manufacturer narrative:
Analysis of the instrument and instrument data indicate that the cause for the falsely elevated hb1c results is user error. The account failed to input the correct lot specific bottle values for the lot specific calibrators. The falsely elevated hb1c results were caused by the customer inputting incorrect bottle values and the issue was resolved by entering correct bottle values, recalibrating, and verifying with qc. The instrument is performing within specifications. No further evaluation of the device is required.

Event description:
Biased high hb1c results were obtained on qc and a patient samples after calibration. The patient results were reported and questioned by the physician. After investigation it was determined that incorrect calibrator values had been entered. Calibration was performed with correct calibrator bottle values and lower qc and patient results were obtained. It is unknown if patient treatment was altered or prescribed on the basis of the falsely elevated hb1c results. There was no report of adverse health consequences as a result of the falsely elevated hb1c results.